Manufacturer narrative:
It was reported that the ventilator alarmed for high positive end expiratory pressure (peep). The service engineer confirmed alarms in the device logs but could not reproduce the problem. No further problems have been reported. The evaluation of received device logs confirms several clinical alarms for mainly high pressure during the period covered by the event log from september 05, 2020, which will be used as the date of event. Pre-use checks had passed successfully the last month. No technical errors were logged to indicate a technical ventilator malfunction. The high pressure alarms indicate that there was a high resistance on the expiratory side, for example caused by mucus or an kinked or otherwise blocked tubing, but this could not be confirmed. Remedies are to check the patient and breathing system, but also to check ventilator settings and alarm limits. High pressure may lead to injury and stop of ventilation. Alarms will be generated when set alarm limits are exceeded. Our conclusion is that the ventilator worked according to specifications and alarmed as per design to alert the operator about ongoing issues.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer ref. #: (B)(4).